Event description:
Reported to guidant on 8/7/2000. Difficult procedure. Right common iliac (rcia) tore while using renal dilators. A retroperitoneal cut down over the rcia was performed; the vessel was repaired using a 10x30 hemashield. The ipsi-limb was sewn into the rcia, which occluded while closing the conduit. A fem-fem bypass was performed. Estimated blood loss 2400cc and the pt received at least 9 units of prbc. During the procedure, the pt's bp dropped several times, at least one epinephrine bolus given during the procedure. The pt became paraplegic after surgery. At completion of abdominal aortic aneurysm repair, the pt was at maximum dose of epinephrine, dopamine and norsynephrine. The pt came out of anesthesia. At 8 am next day, pt was stable and appeared to be alert to the nurse, pt's renal output was adequate. The pt was never removed from the ventilator. Pt expired on 8/1/2000.